Event description:
It was reported that the device cannot be controlled, which means you cannot click in the fields. The pump keeps going off. There was no harm for patient, operator or third party reported. ***update aha from 11-apr-2024. The problem occurred during surgery and there was a ten minutes break, because the pump needed to be switched with another pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint was confirmed. One unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected and it was noted that the device had signs of misuse, the plastic covering for the tubing was cracked and a corner of the housing had chipped off. The returned device was assembled with an ar-6420 lot #: 73988853 and functional testing was attempted. However, functional testing could not be performed due to the screen of the device not opening up selections from the home screen. A most likely cause for these failures can be attributed to misuse due to the damage to the device. Refer to investigation photos.